Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Updating h6 "health effect - impact code to prolonged surgery from no health consequences or impact. Alleged failure: connection with camera box would turn on and off. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: short in cable most likely caused by wear and tear since the camera head has been on the field for four years without being serviced since 6/22/21. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Alleged failure: connection with camera box would turn on and off. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: short in cable most likely caused by wear and tear since the camera head has been on the field for four years without being serviced since (B)(6) 2021. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.